Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Moisture damage was also found on the motor assembly. No unexpected audio/beep anomaly noted during testing. Unable to verify the watchdog alarm or perform the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart or the operating current tests due to the blank display. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone that the customer had moisture on the lcd screen, pump alarmed and screen did not return. The customer stated the insulin pump was accidentally put into the washing machine. The customer's blood glucose was unknown. The customer was advised to discontinue the use of the insulin pump and revert to back up plan.